Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. They was harvesting vein and had started using the hemopro device to seal and cut branches. After about 3/4 of the leg was complete, they noticed a lot of smoke in the tunnel. When they pulled out the hemopro, still in the cannula, he saw that the tips, wide open, were orange. They had moved the toggle back and forth to try and turn off the activation but was not able to. They unplugged and removed the device from the field and opened another one to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: changed from adverse event/product problem to product problem; outcome: removed required intervention; type of event: changed "type of reportable event" from serious injury to malfunction. Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/15/2019. An investigation was conducted on 12/09/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. An electrical evaluation was performed. The returned cable was connected to a reference power supply and a reference hemopro. A pre-cautery test was conducted per the instruction for use (IFU) to test the ability of the extension wire to deliver energy. The reference hemopro tool passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "device remains activated" was not confirmed. This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable. They was harvesting vein and had started using the hemopro device to seal and cut branches. After about 3/4 of the leg was complete, they noticed a lot of smoke in the tunnel. When they pulled out the hemopro, still in the cannula, he saw that the tips, wide open, were orange. They had moved the toggle back and forth to try and turn off the activation but was not able to. They unplugged and removed the device from the field and opened another one to complete the case. The hospital did not report any patient effects.